Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. This report is for unknown cannulated screw investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a veterinary case that a procedure for a right mid-shaft comminuted transverse femoral fracture was performed on a (B)(6) patient on (B)(6) 2015 with a 3.5 mm locking compression- dynamic compression plate (lc-dcp), nine holes. It was determined that the plate broke and revision surgery would be needed on (B)(6) 2015. A leg amputation was performed on an unknown date. There was no harm to the patient or any report of any surgical delay. Device used in a veterinary case. No patient information will be reported. This report is for unknown cannulated screw. This is report 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Plate was discovered broken on (B)(6) 2015; exact date plate broke is unknown. Device was not explanted; leg was amputated on an unknown date. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Once the patient was discharged from the hospital, there were complications of a limp and no weight bearing at all. Patient returned back to the hospital for a radiograph which showed the plate broken. Therefore, did not perform the revision surgery. Owner made the decision to amputate.